Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported cowl was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: one (1) fluoroscopic video was provided (video taken on a personal device of a fluoroscopy monitor). In the video, two fully deployed clips and an sgc can be visualized indicating the video was taken post deployment of the second clip, after the second cds was removed (no reported issue). The bottom clip (medial) in the video appears to be in a fully closed position with a clip arm angle of ~10° - 20°. The top clip (lateral) appears to have a clip arm angle of ~45°. While the stated angles in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the top clip in the video is opened beyond the fully closed position (~10° - 20°) per the instructions for use and is presumably the first implanted clip reported for post deployment cowl. Comparatively, it is evident the top clip (first clip, reported device) is opened to a larger degree than the bottom clip (second clip, no reported issue). No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation. There are no other observations based on the video provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, the first xtw device was implanted successfully. During implant of the second xtw device, the first xtw device appeared to be opening. The clip opened from 20-25 degrees to 35-45 degrees, and mr was not impacted. The clip remained stable. After implanting the second clip the mr was reduced to grade 1. There were no adverse effects to the patient or clinically significant delay.